Manufacturer narrative:
The following fields were updated due to corrected information since the batch number initially provided in h11 of MFR report # 9617032-2025-00286 was found to be valid: d4. Medical device lot #: 4326788. D4. Medical device expiration date: 31-oct-2027. H4. Device manufacture date: 01-nov-2024. D.4 UDI#: d.4 UDI#: (B)(4). The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2025. Investigation summary: bd received three samples for investigation related to lot number 4275473. These returned samples were used to perform functional tests, drawing six tubes each, and no leakage or cannula defects were observed. Additionally, 20 retained samples (10 for each lot number 4275473 and 4326788) were used to perform functional tests, drawing six tubes each, and were visually examined for bent cannula, with no defects found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4275473, for the indicated failure modes: bent and leakage. This complaint has not been confirmed for the lot 4326788, for the indicated failure modes: bent and leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, blood leaks onto the inner wall of the holder on an unspecified number of units. Samples were recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved: d4 medical device lot #: 4326788 was also reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, blood leaks onto the inner wall of the holder on an unspecified number of units. Samples were recollected. No adverse impact was reported regarding the patient or user.